Manufacturer narrative:
Data card logs were returned for evaluation. The datacard log showed the following errors occurred during treatment: quantity - error ID - description - percent of reps; 2 - 161 - cycle timeout error - 0.42%; 9 - 131 - underforce during rf on - 1.90%; 3 - 132 - underforce during post cool - 0.63%; 1 - 144 - tt is missing or disconnected - 0.21%; 11 - 158 - cycle timeout error - 2.32%. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the system and hp performed as expected. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the radiofrequency trace. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first degree patient burns associated with radiofrequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radiofrequency trace. Radiofrequency trace damage is due to stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace. Based on the available information, burns were most likely caused by damage on the tip membrane along the radiofrequency trace. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6).

Manufacturer narrative:
The product was returned and evaluated. The evaluation was unable to confirm any functional problem or error with this tip due to the burnt trace on the tip surface. The tip is valid and was verified against the solta database. The tip start time was 07/07/21 and was used for 474 treatments. The tip passed the flow test and failed the leak test. The tip failed the visual inspection for burnt trace on tip surface. Dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the burn trace on the tip surface. The plant investigation is underway.

Event description:
On 07july2021, a user facility reported that the patient felt like an electrical shock during the thermage treatment - after about 470 reps had occurred. They examined the tip surface and could not see any visible issues. They used coupling fluid. The customer tried another tip and delivered several reps with the new tip without further issues. On 13july2021, the customer reported that the patient who had received the thermage treatment had burns near their eye, forehead, and cheek. Patient was treated approximately 8 days previously. Photos were reviewed and a crust is visible near the eye. Inflammation and redness are visible on the forehead. The patient has been using polysporin and is healing now.